Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was stable.